Event description:
(B)(4).

Manufacturer narrative:
(B)(4). This appears to be "malfunction" type of event, not because there was a technical malfunction of the device, but since due to a use error the device contributed to the event. Arjohuntleigh have been informed that whilst the breeze pump was being suspended on the end of the bed, the hanging bracket broke and the pump landed on the nurses's foot. The overall outcome was foot swollen and bruised. The nurse who was involved in the event has not been transferred to emergency room or hospitalized. The treatment proposed is observation by colleagues on the ward. The pump and bracket were removed from the pump and returned to the depot. The product involved in the incident is a breeze pump, model 625301, serial number (B)(4), which was manufactured on may 03, 2012 and since (B)(6) 2012 was used in the rental fleet. The breeze pump has a tough outer case, with non-slip feet situated on the back. As an alternative to laying the pump on its back on a firm surface, the mounting hooks allow easy positioning of the pump on the bed frame. The two brackets are attached to the rear case of the pump and secured by the metal plate screwed to the case with 2 screws. The device was returned to the depot and the visual inspection was performed. The provided photographic evidences of the pump in question revealed that the mounting of the bracket moved in comparison to the another, intact hook, and the bolts used to secure the bracket in place were inconsistent to the specification. As the another hook was fastened with screws complying with the relevant bill of material was intact we conclude that the unauthorized modification of the product while using non-approved bolts or not tightening the screws with a proper force caused the hook detachment and the pump fall. Review of our post market surveillance data as well as complaints registered in corporate complaint handling system revealed that to date there were no similar events of this kind reported for breeze low system since 2009. In summary, at the time of the event the device was being prepared to be used with patient (malfunction occurred during the pump installation onto the bedframe) and it failed to meet specification due to unauthorized modification of a product. By doing so it caused the event.